Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury .

Event description:
The reporter indicated that there was a frozen screen on a dell handheld during the start up menu. A hard reset resolved the frozen screen. The screen froze on the dell handheld again during reseating of the flashcard. Troubleshooting did not resolve the frozen screen . The reporter returned the dell handheld and the flashcard. Pending product analysis by the MFR.